Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code result. Correction to initial report (due to part return) section h6 evaluation code component code - remove g02005 and add g0201204 h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that during use on a patient using high flow oxygen therapy, this 980 ventilator generated an audible alarm and emanated smoke. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the resistor r6 of the breath delivery (bd) power controller/distribution printed circuit board assembly(pcba) was "popped" which would have caused the smoke. To solve the issue, the sp replaced the bd power controller/distribution pcba. The sp also replaced the direct current (dc-dc) converter pcba and batteries as a precaution. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One bd power controller pcba and dc-dc converter pcba were returned to medtronic for failure investigation. The bd power controller pcba and dc-dc converter pcba were visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for failure investigation. Visual inspection of the bd power distribution pcba revealed a burnt resistor. The reported event for smoke/burnt smell on the bd power distribution pcba was verified. The analysis determined the reported alarm/smoke was associated to a blown r6 resistor. The cause of the reported event was identified as faulty resistor (r6) of the bd power distribution pcba. Fthere is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result additional code added. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that during use on a patient using high flow oxygen therapy, this 980 ventilator generated an audible alarm and emanated smoke. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the resistor r6 of the breath delivery (bd) power controller/distribution printed circuit board assembly(pcba) was "popped" which would have caused the smoke. To solve the issue, the sp replaced the bd power controller/distribution pcba. The sp also replaced the direct current (dc-dc) converter pcba and batteries as a precaution. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One bd power controller pcba and dc-dc converter pcba were returned to medtronic for failure investigation. The bd power controller pcba and dc-dc converter pcba were visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for failure investigation. Visual inspection of the bd power distribution pcba revealed a burnt resistor. The reported event of smoke was confirmed by the burnt resistor on the bd power distribution pcba. The analysis determined the reported alarm/smoke was associated to a damaged r6 resistor. Two batteries were returned to medtronic for failure investigation. No visible damage was observed that may have affected the function of the batteries. Battery level indicator showed one led illuminated when the battery indicator button was pressed. After installing the batteries into the vent, a red ¿!¿ for the primary battery receptacle was observed on the bdu status display and the red battery fault indicator was triggered. The analysis determined the batteries were damaged due to hardware short circuit. The cause of the reported event was identified as faulty resistor(r6) of the bd power distribution pcba. There is an existing previous internal investigation regarding this issue. The device history record / product history record was reviewed and there were no non-conformances during the build of the device the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient using high flow oxygen therapy, this 980 ventilator generated an audible alarm and emanated smoke. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the resistor r6 of the breath delivery(bd) power controller/distribution printed circuit board assembly(pcba) was "popped" which would have caused the smoke. To solve the issue, the sp replaced the bd power controller/distribution pcba. The sp also replaced the direct current(dc-dc) converter pcba and batteries as a precaution. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the bd power controller/distribution pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient using high flow oxygen therapy, this 980 ventilator generated an audible alarm and emanated smoke. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.